Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the hospital due to a systemic and pocket infection. The implantable cardioverter defibrillator and leads were explanted. The patient was asymptomatic to the infection and was in stable condition.